Event description:
It was reported that there was oversensing noted in a stored episode. The clinician performed isometrics, twisting, turning etc. In office and they could not elicit any oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 4194 implantable pacing lead (B)(6) 2007; 5076 implantable pacing lead (B)(6) 2007. (B)(4)...